Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems. Data was provided for evaluation. The reported loss of connection was not confirmed via data. A root cause could not be determined.